Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, lot#: va122n0015, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4)/va122n0015, ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the caller stated he noticed a while ack the ins was not working because he was not getting pain relief. The caller stated so he had to turn the ins up so high he could not walk when the ins was on. The caller stated he needed to then get an MRI about a month ago for an unrelated procedure and in the MRI they saw the lead on the left side had come loose and was all "puddled up" and wrapped around things. The caller stated now he has to get the lead and ins replaced.